Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for high alarms. Customer's blood glucose level was 231 mg/dl. Customer declined to complete the troubleshooting with tandem technical support, therefore no addition information was provided.